Event description:
It was reported that the biomed stated arctic sun device was sent down with no information, event log showed 14 (patient temperature 1 probe out of range) and 114 (treatment stopped). Per ttm report, biomed had a device they need to troubleshoot, and they had some questions before getting started. Sn #(B)(6).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A root cause could not be definitively identified. Per ttm report, biomed had a device they need to troubleshoot, and they had some questions before getting started. Sn# (B)(6). The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as this is not an out-of-box failure. Corrections: d, g, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated arctic sun device was sent down with no information, event log showed 14(patient temperature 1 probe out of range) and 114(treatment stopped). Per ttm report, biomed had a device they need to troubleshoot, and they had some questions before getting started. Sn# (B)(6).